Event description:
It was reported that when a femoral arterial monitoring line was placed, the physician had difficulty pulling out the needle over the spring wire guide (swg). The swg shredded into thin strips while in the needle. The physician used a separate catheter and was able to place the line with no difficulty.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.